Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, which resolved the issue, allowing the customer to successfully start their sensor session.